Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Although the brand of the grounding pad is unknown, the IFU for abbott grounding pads states "failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location" and "do not reuse or relocate the grounding pad after initial contact." Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an ablation procedure for atrial fibrillation and atrial flutter, six days later the physician was notified that the patient had a burn with a superficial lesion of five centimeters. During the procedure, the physician reused the grounding pad to apply continuous radiofrequency energy for a duration of approximately seven minutes. For greater adherence and to avoid wrinkles, hypoallergenic tape was placed to adhere the grounding pad to the patient. The procedure was completed with no complications noted and there was no indication of a burn initially. The patient was noted to be hairless and the grounding pad was applied properly. No medical intervention was indicated from the medical report and only a medical follow-up. The patient was noted to be stable without complications upon the follow-up. There were no alarms or performance issues with noted with any devices.